Event description:
It was reported that during the implant procedure, the pulse generator did not pace. The device was not implanted and new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.